Event description:
Tbm states his customer, (B)(6), told him that the wheels on the anti tippers for his tracers and 9000's are constantly over tightened out of the factory, and that the dealer has to loosen them otherwise they get worn flat because of their inability to roll. Customer was unable to provide a quantity or any serial numbers. Tbm advised that it sounded like this has been their situation for a long time. He says its' the case when its' ordered on chair, or ordered as a service part. Contacted the product manager to question the fact that the customer is loosening a factory installed safety device. Will provide further information when it becomes available. (B)(4) - product manager advised: " the anti tipper is supposed to stop them from tipping back. We would want as little movement in this as possible ". I have advised the tbm to relay this information to his customer.